Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had issues with their sensor and blood glucose level readings. Customer's sensor glucose reading was 40 mg/dl but their blood glucose level was 80 mg/dl. The insulin pump went into threshold suspend. The insulin pump alarmed change sensor. The device was not returned.